Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01655. This report is being submitted as additional information. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Age of device: 4 years, 5 months. The patient remains on vad support. A direct correlation between heartmate ii lvas, serial number (B)(4) and the suspected thrombus could not conclusively be established through this evaluation. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and contains information regarding pump speed, power, flow, and pulsatility index. This IFU also explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the conditions persist. Pump flows are not restored to normal unless such conditions are treated. This document addresses all system controller alarms and indications of pump thrombosis, as well as how to respond to such events. This document also outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Concern for inflow or outflow thrombus was communicated. No clinical symptoms were reported. Additional information was requested, but not provided.

Event description:
Additional information: it was reported that patient was admitted for pneumonia. During the admission thrombosis was suspected. Patient expired on (B)(6) 2018.